Manufacturer narrative:
Update: therapy pca was returned to failure analysis lab for further tests. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board.

Event description:
Philips received a complaint indicates that able to the paddle is disconnected. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the therapy pca will need replacement. The customer has ordered replacement therapy pca to rectify malfunction. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.